Event description:
It was reported that the right atrial (ra) lead exhibited no capture at maximum outputs. A dislodgement was confirmed radiographically. The lead was explanted and replaced. It was also noted that there was fluid found in the device pocket. A pocket infection was suspected. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2013. (B)(4).